Event description:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) in order to reduce patient's skin thickness at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported), and the patient was reimplanted with a transcutaneous osia implant system on (B)(6) 2025 (specific date not reported). Correction: the initial MDR submitted on january 08, 2026 was filed inadvertently. No serious injury has occurred, as the skin flap thinning was done during initial implantation as a routine procedure and therefore, is not considered reportable to the FDA.